Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.